Event description:
The procedure was to treat a mildly tortuous, eccentric, de novo lesion in the proximal diagonal artery. Using a femoral access site, the artery was wired. A non-abbott 2.0x10 balloon catheter was used for pre-dilatation at 10 atmospheres. To further pre-dilate the lesion, a nc trek 3.0x15 mm balloon catheter was also to be used. However, as the nc trek was advanced in the guiding catheter it got stuck. Several times the nc trek was pushed forward but was not successful. The nc trek was then pulled on hard and at last it able to be pulled out. The procedure was completed using another nc trek 3.0x15 mm balloon catheter. There was no clinically significant delay in the procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect removal and against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.